Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was blacked out on some parts of the screen. Reportedly, the display issue did not block any graphics or text. Customer's blood glucose was 172 mg/dl. Reportedly, the issue resolved itself and the customer continued to use the pump for insulin therapy.